Event description:
Home patient called by way of hpsr to report that the minicap had fallen off the transfer set. There was no patient injury or medical intervention reported.

Manufacturer narrative:
Samples were not available for analysis; therefore, the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.